Event description:
It was reported, the energy powerseal presented an incomplete seal cycle error message. The issue occurred during a therapeutic hepatectomy procedure that was competed with the same set of equipment with no surgical delay. There were no reports of patient harm. The product was inspected before the procedure and there was no abnormality.

Manufacturer narrative:
E2/e3: non-healthcare professional, no. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the energy powerseal presented an incomplete seal cycle error message. The issue occurred during a therapeutic hepatectomy procedure that was competed with the same set of equipment with no surgical delay. There were no reports of patient harm. The product was inspected before the procedure and there was no abnormality.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "sealing with hand or footswitch activation warning a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified. Sealing vessels and tissue bundles caution. ·keep the active electrodes clean. Build-up of eschar may reduce the device¿s effectiveness. Do not activate the device while cleaning. Injury to operating room personnel may result. Troubleshooting dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.